Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a guidewire is confirmed due to disjointed coils, but the exact cause of this failure could not be identified. The returned product was one stainless steel guidewire in its plastic hoop. An initial visual observation showed no obvious use residues throughout the returned device, and the guidewire was in its plastic hoop. A slight kink in the proximal segment of the device was observed. Microscopic observation revealed the proximal end of the guidewire to have bunched, misaligned coils leading into the proximal weld tip. Another bend was located just distal of the bunched coils, likely from an attempt to insert the guidewire. The weld tip appeared to be intact, and the core wire as well as the coil wire appeared to be attached to the weld tip. A returned photo appeared to depict the product returned for evaluation. The exact cause of the damage observed in the returned guidewire is unknown. Possible contributing factors include device manipulation prior to or during attempted use. H3 other text : evaluation findings are in section h11

Event description:
It was reported that upon opening of the micro-introducer (0668935), the guide wire scattered, unable to pass through the introducer needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that upon opening of the micro-introducer (0668935), the guide wire scattered, unable to pass through the introducer needle.